Manufacturer narrative:
One used sample was returned and evaluated. No product problem was identified, no leakage occurred. Co checked its records and found no other reports of this nature concerning uvc's. No lot information was provided, so co was unable to check the lot history. Co is unable to determine a cause for the reported problem. It appears not to be related to the returned sample.

Event description:
Uvc catheter inserted into umbilical artery. Blood backed up into catheter and into IV tubing. Customer states catheter was primed prior to insertion, all connections were tight and secure. Baby required blood transfusion due to blood loss.